Event description:
It was reported that a fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. During the procedure, while crossing the lesion, severe calcium pulled up the stent from the balloon at the distal edge of the stent. The stent remained on the balloon, and the device was removed from the patient in one piece. The procedure was successfully completed with a different device, and no patient complications were reported.